Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer's blood glucose (bg) was ¿high¿, however, a specific value was not provided. Customer required assistance from hcp to address bg with a correction bolus. Customer changed infusion set and cartridge to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.